Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main device, other components include: product ID: 8782, serial# (B)(4) implanted: (B)(6) 2016, product type: catheter. Product ID: 8785, lot# n631969, implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving 10 mg/ml of morphine at 1.6 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that the patient was having a catheter revision on (B)(6) 2017 because the patient was experiencing redness at the pocket and the pocket was uncomfortable. Additional information was received on 2017-feb-08 from the manufacturer's representative. It was reported that, as troubleshooting for the discomfort in the pocket, the pocket was palpated and surgery was scheduled to revise the pocket. Additional information was received on 2017-feb-10 from the manufacturer's representative. The initial reporter information was provided.